Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21490. B2 changed to death, date of death is unknown. B5 updated with additional treatment information and adverse events. D6b according to the clinical information the impella pump was never explanted, thus date of explant is unknown. E4 should have been left blank. G2 report source; study was missing. H6 4641 was reported incorrectly. New code 4624 was added to health effect - impact code. H6 additional codes added health effect - clinical code and health effect - impact code to reflect adverse events mentioned in b5.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry. The patient that endured emergent exploration of right deltopectoral pocket hematoma and evacuation with a "unknown (undetermined)" relationship to the impella device used: "patient developed enlarging hematoma in the right deltopectoral pocket following insertion of impella 5.5. Found to have slowly oozing muscle surface of the entire pocket. On further exploration the axillary artery to graft anastomosis appeared to be completely hemostatic. 1 additional suture was placed at the toes of the anastomosis for reinforcement. Thereafter the entire muscle surface of the pocket was slowly and carefully cauterized paying attention to avoid the brachial plexus. Thereafter the pocket was irrigated profusely with warm saline. Following adequate hemostasis, 1 jackson pratt (jp) drain was placed and the wound was closed in running layers of vicryl's followed by skin staples. Pressure dressing was placed on top of the wound. Patient was brought back to the ICU in critical and guarded condition.¿. The patient recovered with no sequelae. Furthermore, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiac arrest with a "unknown (undetermined)" relationship to the impella device used: ¿cardiac arrest at 6:39pm. Initial rhythm appeared to be pulseless electrical activity (pea). Chest compressions were started and received 1x dose of epi. On pulse check she was noted to be in pea with bradycardia concerning for 3rd degree av block. During the second round of compressions, she was noted to move her arm, so compressions were aborted, and she was found to have a pulse. Transcutaneous pacing started at 1846 at 80bpm. She was intubated and started vasopressors.¿. The patient recovered with no sequelae. The complaint team also received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure with a "unknown (undetermined)" relationship to the impella device used: ¿intubated, started on multiple pressors and inotropes, and requiring crrt. Chest x-ray (B)(6) 2024 with worsening interstitial and airspace opacities bl - concern for acute respiratory distress syndrome (ards). Palliative meeting held on (B)(6) at 1330 with patient's family, palliative care physician, ccu team, and critical care team. Patient's family collectively decided on dnr status on (B)(6).¿ it is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B5-updated narrative with additional adverse event of renal failure. H6 clinical code 2041 added.

Event description:
Additional information was received via notification from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured renal failure with a "possible" relationship to the impella device used.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 78-year-old female noted as high risk coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, there was a hematoma at the access site. The patient went to the operating room for a washout and exploration. Support continued.